Manufacturer narrative:
Cause of death not related to device malfunction.

Event description:
Multiple attempts to find the reason for the exact cause of death have been unsuccessful. However, per primary investigator, cause of death was not related to the device.

Manufacturer narrative:
Investigation ongoing.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the persistent pvl cannot be determined. The cause for this patient¿s death has not been conclusively reported as related to the function of the valve. Per primary investigator, cause of death was not related to the device. The patient was elderly, in addition to having a significant medical history. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the death certificate, the cause of death was aspiration pneumonia, coronary artery disease, chronic pleural effusion and cardiomyopathy.

Event description:
As reported through the partners 2b clinical trial, approximately 2 years and 11 months post sapien valve implant the patient expired. The cause of death is unknown at this time; however, review of medical records and clinical trial data/echo findings indicate the patient had moderate-severe pvl post deployment and persistent severe pvl since discharge from the implant procedure, with probable impingement of the mitral valve by the aortic valve on the last echo.